Event description:
Patient had a diagnostic left heart catheterization on 5/5/99. Angioseal placed in right femoral artery at procedure completion. Patient required manual compression to control oozing. On 5/6/99 after getting out of bed patient complained of pain in right groin. Pulses in right lower extremities diminished. Patient brought to cardiac cath lab and abdominal arteriogram performed. Superficial femoral artery was found to be obstructed and patient was referred to vascular surgeon.